Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. Reference manufacturer report number: 2032227-2015-06354, 2032227-2015-06355, 2032227-2015-06353.

Event description:
It was reported, the customer's sensor had inaccurate readings. Customer stated their sensor glucose had extremely low readings and their blood glucose was 100 mg/dl. The customer also reported experiencing a high blood glucose of 400 mg/dl, but they were not alerted of their high blood glucose. Customer also stated their insulin pump would go into threshold suspend mode from the inaccurate readings with their sensors. No additional information provided.